Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the hospital the physician suspected a loose header issue on the device due to the lead connection (several attempt have been made to obtain the model and serial number of the device and lead; however have been able to be obtained and are unknown at this time). In addition, the physician observe inhibition of pacing from the device for an unknown duration when the minute ventilation was switched on during a recent device check. The device was then reprogrammed and a connection issue was ruled out for the device as it was discovered that the lead had pulled away from the header when the connection was check. No adverse patient effects were reported. The device and lead remain in service at this time.